Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that prior to discharge from implant, it was observed that the atrial lead had dislodged. The patient was asymptomatic. The lead was successfully repositioned. The patient would be monitored.